Event description:
It was reported that a pump malfunction occurred, with the caller noting no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, but the issue persisted after a reset attempt. Customer technical support (cts) provided instructions on resetting the pump and arranged for a replacement to be sent. The caller was instructed to return the malfunctioning pump within ten days using a pre-paid return box to avoid charges and was advised on how to transfer settings and connect their continuous glucose monitor to the new pump. The customer was informed about programming the new pump and was provided guidance on putting the device into storage mode before returning it. There were assurances that a backup therapy method, specifically multiple daily injections (mdi), would be used in the interim. The replacement pump was sent, and all necessary address confirmations and warranty checks were completed.